Event description:
Boston scientific received info that the pt received inappropriate therapy as the device oversensed the t-wave due to small right ventricular amplitude signals. The pt had also received one inappropriate shock due to oversensing of noise when he had a hedge trimmer too close to his device. The pt will continue to be monitored. No adverse pt effects were reported.

Manufacturer narrative:
No additional info is currently available. If additional info becomes available, the event will be updated.